Event description:
Pt admitted in 2004 with cardiogenic shock and acute inferior wall mi. Boston scientific taxus express2 placed rca. Pt readmitted 13 days later with new inferior wall mi and 100% occlusion of stent. Not clear if dissection or thrombus. 2.5 x 8 implanted at distal edge and 2.75 x 8 at proximal edge of original stent.